Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported thrombosis occurred. During a left atrial appendage closure (laac) procedure, a versacross connect laac was selected for use. Groin access and transseptal access were achieved without complication, and heparin was administered post-transseptal puncture (tsp). The 31mm watchman delivery system (wds) was advanced and deployed, however it failed to meet position, anchor, size and seal (pass) criteria and was removed. A potential clot was suspected on the watchman sheath via echocardiography but was not confirmed upon further investigation. Bleed back was confirmed from back of sheath and the sheath was aspirated without any evidence of thrombus. Transesophageal echocardiography (tee) imaging reviewed the length of the sheath, and no thrombus was noted. A 35mm wds was then prepared, advanced, and successfully implanted in the left atrial appendage (laa). The sheath was removed, and the groin site was closed. Post-procedure, the patient awoke with stable vital signs and intact neurological status. The thrombus was transient and resolved during procedure. The patient was discharged same day.the device is not expected to be returned for analysis.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b - adverse event or product problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported thrombosis occurred. During a left atrial appendage closure (laac) procedure, a versacross connect laac was selected for use. Groin access and transseptal access were achieved without complication, and heparin was administered post-transseptal puncture (tsp). The 31mm watchman delivery system (wds) was advanced and deployed, however it failed to meet position, anchor, size and seal (pass) criteria and was removed. A potential clot was suspected on the watchman sheath via echocardiography but was not confirmed upon further investigation. Bleed back was confirmed from back of sheath and the sheath was aspirated without any evidence of thrombus. Transesophageal echocardiography (tee) imaging reviewed the length of the sheath, and no thrombus was noted. A 35mm wds was then prepared, advanced, and successfully implanted in the left atrial appendage (laa). The sheath was removed, and the groin site was closed. Post-procedure, the patient awoke with stable vital signs and intact neurological status. The thrombus was transient and resolved during procedure. The patient was discharged same day. The device is not expected to be returned for analysis. It was further confirmed that there were no transseptal (tsp) related issues noted. Heparin was given post tsp, 150 units/kg was given. The patient was stable and has been discharged.